Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va1jb2x, implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s doctor was thinking about doing a 5th surgery. The patient reported that every time they put one it a wire isn't working, a wire isn't placed right, or a box isn't working, and right now a wire was not working. The patient stated that they were trying to figure out another solution instead of going in again to cut them open, and the reason for calling was to get assistance with changing the programs. Properly syncing the ins was reviewed, and the patient was asked what program they would like to switch over to. The patient reported that ¿wire 0 wasn't working¿ and they wanted to try any of them. The patient was on program 2 and was trying to get to program 3, and stated that they could not feel it. The patient reported ¿soreness on the cut, like where they went in, getting soreness where they changed the program¿. When asked if the soreness was from stimulation the patient stated ¿yes, because I have had the left side open 4 times and the right side open twice¿. It was reviewed that if the soreness was from stimulation that they may want to decrease stimulation. The patient was asked if they were sure that the soreness was from stimulation, or from the surgeries they have had. The patient stated, ¿like I just said to you, the left was open 4 times, the right was only opened twice, so the right has not been open since (B)(6) (implant)¿. It was again reviewed to consider decreasing stimulation and maybe following up with the healthcare provider to get guidance regarding the symptoms. The patient noted that they were directed to call in to try a couple more programs to see if they worked, and stated, ¿that¿s why they said to talk to you guys, because he said to try a couple more programs to see if they work, before they open it up again. That¿s why I was trying to figure out how I was supposed to change programs, so thank you I will figure it out¿. On a second call the patient reported the same information and added that a month before the report their healthcare provider did an x-ray, which showed the patient¿s leads were placed correctly, but the leads had not been working. The patient noted working with a representative to change programs and mentioned the soreness from stimulation that was previously reported. The patient stated they were on program 4 on 0.1v and stimulation at that setting was uncomfortable and ¿pushing it¿. The patient asked if they should leave the setting there and if the soreness would go away, and their question was redirected to their healthcare provider. The patient also asked if it was normal to have this many issues, and they were again redirected to their healthcare provider. The patient stated that their healthcare provider told them that they had never seen a patient have this much trouble with the device before. The patient stated that it was ¿not fair¿ that they were (B)(6) years old, had to withdraw from classes, had to take tests with ¿wires sticking out of their back¿, and they were supposed to be a junior in college but was still a freshman because of the ¿amount of stuff they've had to go through with this thing¿. On a third call the patient reported they were having numbness and tingling, and wanted to know if that was normal. The patient also reported that the left side was now not working, and they blamed the manufacturer. No further complications were reported.